Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: no samples have been received. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Without samples a study cannot be conducted if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Note of this case, if any sample is received in the future, the case will be re-opened and analyzed. Please note that when no samples are received our analysis is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). Customer has advised the thread keeps breaking when being pulled out of the cassette. Thread is breaking when pull off cas.